Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient reported that since (B)(6) 2019 the prosthesis did not work properly. When trying to inflate, the pump collapses and the cylinders do not inflate. An MRI of the pelvis showed that the cylinders, the pump and the reservoir were in adequate position; free liquid was observed around the proximal portion of the right cylinder. The reservoir does not change size by comparing the image before and after inflating the prosthesis, a little liquid is observed in its previous aspect. The device was explanted.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation through the strain relief of the longer exhaust tube of the pump and inlet tube of the pump at the tube/strain relief junction. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. The posterior side of the separation in the inlet tube noted confined abrasion, indicating the tube had kinked onto itself. Partial separations were noted within abrasion on the shorter exhaust tube of the pump and exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. Abrasion was noted on the longer exhaust tube of the pump, inlet tube of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the longer exhaust strain relief of the pump. In addition, the confined abrasion noted on the posterior side of the pump inlet tube indicated the tubing had been bent downward and kinked onto itself for a period of time, which resulted in a separation on the anterior side of the inlet tube. Separations of these types would then allow the loss of fluid, making the device inoperable.

Event description:
Additional information indicated the reservoir could not be removed.